Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in an unknown location. The cause of death was at first reported as accidental due to internal bleeding, after a fall and head injury. The caller stated that the customer experienced low blood glucose twice before passing. The first time they tried to get out of bed to treat and twisted her ankles, and the second time, the customer fell, hit her head, and passed away after 2 days. The caller stated that the pump may have been the cause of the customer low and ultimately their passing. The customer did not state whether the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was most likely wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The caller declined providing more information about the customer's passing. The caller stated that medtronic should expect contact from their attorney about the customer's death. The caller declined to return the insulin pump for analysis.